Event description:
Patient reported to have undergone bilateral partial knee arthroplasty procedures and indicated the need for a future revision. A review of invoice history confirmed that the partial knee arthroplasty procedures occurred on (B)(6) 2006 and (B)(6) 2009. Additional information provided by the patient revealed that a right knee revision procedure was performed on (B)(6) 2013. The patient further revealed that the initial procedure date for the right knee was (B)(6) 2009; however, details regarding the reason for the revision procedure were not provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2006 and a right partial knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2013 allegedly due to patient's knee locking up while driving. All components were removed and replaced with a total knee system. Patient alleges the need for a left knee revision procedure due to pain and metal debris. There has been no reported left knee revision procedure to date.

Event description:
It was reported patient underwent a bilateral partial knee arthroplasty on (B)(6) 2006 and (B)(6), 2009. Subsequently, patient alleges the need for future revision due to an unknown reason. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04750 & 2014-01602)

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.